Event description:
It was reported that during pd therapy on the home choice (hc) device the home patient (hp) failed to follow therapy steps during initial drain. The hp was not connected when he pressed go, instead he pressed stop and connected to the hc and then pressed go. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient pressed go and started the therapy without her being connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It provides step-by-step instructions for when and how to connect to the disposable set. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.